Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. H3 investigation summary ==> the product was returned to ethicon for evaluation. One winding former with a needle suture combination and seven detached needles were received for analysis. The product code vcpb841 is multi-strands and contains eight strands single armed per packet. Upon visual inspection of seven the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were not returned for evaluation. In addition, the needle-suture combination was visually inspected, the swage and attachment area were noted to be as expected. Besides that, no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture combination using instron equipment and the pull force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During surgery, the suture was detached from the needle easier than usual. It was a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.